Event description:
It was reported that the bur on the end of the device scraped metals. The device was leaving metal shavings seen on the screen. Another device was used to complete the procedure. The intent of the procedure was not altered. There was no patient injury. Additional information had been requested, but no additional information was available.

Manufacturer narrative:
The device is currently in transit to the manufacturer. A follow-up report will be sent when the device is received and evaluated.